Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual inspection was performed. Only the main coil was returned. The main coil was stretched and kinked. No more damages were found. Microscopic inspection was performed on main coil. The zap tip has a smooth surface. The interlocking arm was detached. Dimensional inspection on main coil was performed and revealed that the od (outer diameter) of the zap tip and primary coil were within specification. However, the no. Of distal fiber bundles and no. Of proximal fiber bundles were incomplete.

Event description:
Reportable based on device analysis completed on 15jun2022. It was reported that the coil got stuck in the catheter. The target lesion was located in the abdominal aorta and internal iliac artery. An 8mm x 40cm and 10mm x 20cm interlock-35 coil were selected for use. During the procedure, three interlocks were placed smoothly. However, when the fourth catheter was pushed, it got stuck near the middle of the catheter. The coil was removed together with the entire catheter from the body. A new interlock was inserted together with the same catheter and completed the procedure. Two interlocks were implanted into the body. No patient complications were reported. However, the device analysis revealed that the interlocking arm was detached and the fiber bundles were missing.